Manufacturer narrative:
Device evaluation summary: visual inspection of the opened device shows evidence of deformity in the introducer. Note: the introducer is extended past the tip of the device. Reason for return was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-medicus nextgen pediatric arterial cannula, it was reported that it was da maged/deformed and the obturator did not fit inside the cannula.the obturator appeared to be too large or the cannula inner diameter was too small.there was no damage to the packaging and other devices in the same box/shipping container were not damaged. The device was replaced. There was no patient involvement, so no adverse effect occurred.